Event description:
Unit will not start. Alarm will not function, per dealer. Per independent repair center statement, the unit will not start, alarms wont function, a leaking heat exchanger, leaking hoses and a leaking gear clamp.